Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain around the implant site of their cardiac resynchronization therapy defibrillator (crt-d). The device was checked, and no malfunction was observed in relation to the pain. The crt-d remains in use. It was reported that the right ventricular (rv) lead exhibited chronic high thresholds and the left ventricular (lv) lead exhibited possible high thresholds. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.